Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that he experienced shocking. He used to not want to turn therapy off because when therapy was turned on, he would hurt bad and made his face feel like it was getting shock all the time. It was indicated that health care provider resolved this so that he could turn implantable neurostimulator (ins) on and off without noticing any difference. The indications for use for this patient was essential tremor .